Event description:
Per the clinic, the patient was explanted (date not reported) due to the electrode tip curling upon withdrawal of the sylet by the physician. Vestibular insertion was confirmed the day after surgery and several days later, the device explanted, and a new device implanted during the same surgery. More information has been requested, but was not available at the time of this report.